Event description:
The laboratory was performing a study to switch from the cobas ampliprop/coabs amplicor hiv-1 monitor test (cap/ca him) to the cobas ampliprep/cobas tagman hiv-1 test (cap/ctm hiv). During the comparison one sample produces discrepant results >2.0 log10 hiv titer. The cap/ca results on 26,000copies/ml initially and 46,000 copies/ml on repeat testing. The cap/ctm hiv results were 59 copies/ml.

Manufacturer narrative:
An investigation is in progress to get more details regarding the incident. Sample material has been identified to be sent for sequencing.